Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 07-year-old female child patient experienced high blood glucose level due to a bent cannula, which they tried to treat with a multiple daily injection. The bent cannula symptoms/ issue was noticed after three hours of insertion. However, her health care professional assessed the ketone level as not dangerous and life threatening. She stayed in the emergency room for 7 hours. Consequently, on (B)(6) 2022, she went to the emergency room with blood glucose level of 468 mg/dl and had high ketones. The infusion set had been used for ten hours. During hospitalization, she was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. After spending seven hours in the emergency room, on the same day b)(6) 2022, she was released with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.